Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted and successfully replaced with another guidant ICD due to normal battery depletion. It was returned to boston scientific. Initial laboratory analysis identified early declaration of elective replacement indicator (eri).